Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported from a patient (pt) regarding an implantable neurostimulator (ins) . The reason for call was pt states they had an MRI of the foot and ankle and at that time, they knew something had happened. Pt states since this day, which was about 2 weeks ago, they have been experiencing shocks in the hip where it was implanted and from the waist down. Pt states they have turned system off which stopped the shocking sensation but wanted to call to see what to do. Troubleshooting was unable to be performed as no further troubleshooting was needed. Patient services recommended keeping system off until device can be checked by the doctor. The patient was redirected to their healthcare provider to further address the issue.